Manufacturer narrative:
An adverse event appears to have occurred but there is not yet enough information available to classify the device problem, and also therefore device investigation has not taken place (yet). The magstim company ltd. Is, as per your request, currently in the process of setting up a webtrader account for magstim inc. USA. During this transition time, please accept this submission as of the magstim company ltd. And magstim inc. USA both. Exemption number e2018009. (B)(4).

Event description:
Seizure during participating in clinical study brightmind. Sponsor of study: (B)(6). Chief investigator: professor (B)(6). Funder: (B)(6). Brigtmind stands for brain image guided transcranial magnetic in depression. Brigtmind is a randomized double-blind controlled trial of connectivity guided theta burst transcranial magnetic stimulation versus repetitive transcranial magnetic stimulation for treatment resistant moderate to severe depression: evaluation of efficacy, cost effectiveness and mechanism of action. More information on the study can be provided to you upon request.

Manufacturer narrative:
Investigation into this matter has been managed by the principle investigator at (B)(6) site for the brightmind study. In confirmation to magstim, the principle investigator confirmed that the patient was assessed by the consultant neurologist and has had both eeg and MRI in the weeks following the suspected seizure. The results of the eeg and MRI where reviewed by the consultant neurologist with neither showing any classical signs of seizure activity. The clinical decision of the neurologist was that the symptoms presented by the patient during the trial was unlikely to be a seizure, and as such by agreement of the brightmind chief investigator, the classification within the trial downgraded from serious adverse event to adverse event. The principle investigator also confirmed that the suspected seizure did not occur during the tms stimulation session, but in the days following stimulation, and therefore, the symptoms presented not likely attributed to the tms stimulation. As such, subsequent review of the investigation data available suggests that horizon has not attributed to, nor caused serious injury to the patient.